Event description:
The hospital ordered 2 iskd lengtheners catalog number f12-345-395 for bilateral lengthening of the pt's limbs. The distributor sent 2 iskd lengtheners catalog number f12-345-425 instead of catalog number f12-345-395 ordered by the hospital. The 2 iskd lengtheners (f12-345-425) were implanted for the bilateral lenghtening. Four months after the initial surgery, the surgeon noticed that both limbs have lengthened 8cm (3cm longer than the intended lengthening goal of 5cm). The surgeon is considering revision surgery. No further information provided.

Manufacturer narrative:
The implanted iskd lengtheners f12-345-425 lengthened as designed; no malfunction of the devices occurred.